Event description:
An allegation from an attorney indicted the patient received a series of unnecessary electrical shocks due to a defect and/or failure of the lead and underwent surgical procedures for prompt removal of the defective lead. Approximately, three years after the first allegation, an allegation from the same attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, outer tubing overlay cosmetic environmental stress cracking, outer tubing overlay breached cut, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, and apparent explant damage.